Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the rep was in a case for a full replacement. It was reported that, using the new ins, when attempting to connect and tighten the setscrew with the lead inserted, it did not click, and the lead could be pulled out. The rep believed that the setscrew was backed out too far. It was stated that they would not be using the new ins due to the set screw issue and possibly continue with the old ins, as it was still alive. Additional information was received from a manufacturer representative. It was reported that the setscrew was backed out to remove the lead, and when the doctor tried to tighten it to lock the lead in place, they could not tighten it; therefore, it would not click. The healthcare provider kept the old battery in the patient because it still had life in it. It was noted that the setscrew tightening back in was never resolved, and the device was discarded. There were no patient complications reported as a result of this event.